Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported by a distributor that an a1040 budde halo retractor was being used for a meningioma surgery. There was a problem with the product so the hospital used another set and completed the surgery. The surgery was delayed for ten minutes or so. No pt injury reported. The distributor received the product in question from the hospital on (B)(4) 2010 and the distributor's repair dept checked the unit. It was determined by the distributor that one of the two support bracket assembly of the budde halo retractor (a1040) locking knob was not moving and was stuck in the half way position while the other support bracket assembly had movement and it was not smooth. The cause was due to metal fragments getting into the thread. It was repaired by the distributor's repair department.